Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jan-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the leads migrated down and had to be revised. Programming was no longer providing adequate coverage. The lead migration was confirmed on x-ray. A surgical revision occurred on (B)(6) 2020. The issue was resolved.